Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). Since there was no batch number or return sample available for evaluation, there was limited device specific information provided to evaluate. A batch reference number and/or return sample is needed to complete a manufacturing and technical evaluation for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event safety request for investigation with the product type of lower back and hip (lbh) products. The manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection to ensure the quality of the product being packaged.

Event description:
It burnt me [thermal burn] , . Case narrative:the initial case was missing the following minimum criteria: unidentifiable reporter. Upon receipt of follow-up information on 18aug2018, this case now contains all required information to be considered valid. This is a spontaneous report from a pfizer-sponsored program, thermacare (B)(6) social media. A non-contactable consumer reported a female patient of unspecified age started to use thermacare heatwrap (thermacare lower back & hip) from an unspecified date for an unspecified indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "it burnt me". Action taken in response to the event for thermacare heatwrap was unknown. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non assignable (complaint not confirmed as a quality defect). Since there was no batch number or return sample available for evaluation, there was limited device specific information provided to evaluate. A batch reference number and/or return sample is needed to complete a manufacturing and technical evaluation for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event safety request for investigation with the product type of lower back and hip (lbh) products. The manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection to ensure the quality of the product being packaged. Follow-up (18aug2018): this follow-up report is being submitted as a reportable device malfunction MDR. Follow up (12apr2019). New information received from product quality complaints (pqc) group included: product quality investigation results. No follow-up attempts are possible. No further information expected. Company clinical evaluation comment based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event of "burn" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.